Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead and associated device displayed pacing impedances of greater than 2000 ohms, noise and oversensing as well as variable sensing. It was also reported that different programming vectors had been tried but the patient experienced muscle stimulation. Lv sensing was turned to off. The system remains in service. There were no adverse patient effects reported.

Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range impedance measurements, noise and oversensing as well as variable sensing. It was also noted that the patient experience muscle stimulation. The lv sensing was turned to off. Additional information was later received, this lead also exhibited high thresholds and a fracture was suspected. This lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.